Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users at this site experienced issues related to a hypersensitive bioid response. A technical support specialist (tss) dialed into the station, followed the attached ka (bioid lumidigm update package 1.3 release for es failure recovery fix) steps, confirmed related services were running, and rebooted the device. The issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.